Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was flushed. The insulin pump alarmed compromised force sensor system. It was pushing insulin out. The drive support cap was now sticking out. Insulin was squirting out during the manual prime process. Customer's blood glucose level was 235 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. No prime alarm noted. The motor error alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected error test, displacement test and rewind. We were unable to perform occlusion test, excessive no delivery test due to prime anomaly.